Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens and the lens was torn. The lens was cut into small pieces to remove with no incision enlargement or sutures. An abrasion was caused in the patient's eye when the doctor was removing the lens. The reporter stated the abrasion was not lens related.